Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2023 / serial or lot#: bat944539 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 09-jun-2022. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403 ; imf code(s): f26 ; img code(s): g02002 ;: FDA device code(s): a0705; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: bat943578 UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 15-apr-2022. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403;imf code(s): f26 ; img code(s): g02002;FDA device code(s): a0705;FDA method code(s): b21 ;FDA results code(s): c21 ;FDA conclusion code(s): d16 . Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2022 / serial or lot#: bat930037 UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 09-sep-2022. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403;imf code(s): f26; img code(s): g02002;FDA device code(s): a0705 ; FDA method code(s): b21 ;FDA results code(s): c21 ;FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2022 / serial or lot#: bat940702 UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 21-sep-2022. Device labeled for single use: no. Adverse event problem patient ime code(s): e2403 ;imf code(s): f26 ; img code(s): g02002 ;FDA device code(s): a0705 ; FDA method code(s): b21;FDA results code(s): c21 ; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial or lot#: bat943578 UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 11-apr-2021. Device labeled for signle use: no. Adverse event problem: patient ime code(s): e2403 ;imf code(s): f26 ; img code(s): g02002; FDA device code(s): a0705 ;FDA method code(s): b21 ; FDA results code(s): c21 ;FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) controller (B)(6) and five (5) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspection of the batteries did not reveal any anomalies. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports, the serial port, and the pump connector. This observed contamination with the serial port and pump connector event is an additional finding not related to the reported event. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. In addition, internal inspection revealed a crack on the standoff post within the controller housing. The observed crack on the standoff post was an additional finding not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to communication errors involving (B)(6), as well as several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported power switching event was confirmed. In addition, review of the data log files revealed several instances involving (B)(6), where the batteries¿ relative state of charge (rsoc) value were logged between 101-201, which is indicated of communication errors. Log file analysis also revealed eight (8) controller power up events with associated pump start events were logged between 09-feb-2023 and 24-feb-2023. The controller was without power for an average of 13 seconds per loss of power. Several momentary disconnections were recorded leading up to losses of power on (B)(6) 2023. The associated batteries were lubricated prior to release. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. CAPA: pr00574181 is investigating momentary disconnections. Additional products: d4: serial or lot#: (B)(6); d9: yes, return date: 05-apr-2023; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02; d4: serial or lot#: (B)(6); d9: yes, return date: 05-apr-2023; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02; d4: serial or lot#: (B)(6); d9: yes, return date: 05-apr-2023; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02; d4: serial or lot#: (B)(6); d9: yes, return date: 05-apr-2023; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02; d4: serial or lot#: (B)(6); d9: yes, return date: 05-apr-2023; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.